Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller the pump stops delivering insulin even though the pump seems to deliver insulin acoustically and visibly (counting down insulin amount on display). No adverse event reported. Requested return of the alleged device for evaluation.